Manufacturer narrative:
The pt's "age at the time of the event", "date of birth", "gender", and "weight" were not provided. The pump was not returned to the MFR for evaluation, as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2014 while at the rehabilitation ctr due to excessive gi bleeding. The pt was being transfused with blood but the gi bleed could not be controlled. A decision was made to withdraw support. The vad coordinator reported that the death was not device related and the pump was functioning properly.